Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. According to the product instruction for use, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. Additionally, users are instructed to apply additional compression as necessary if hemostasis is not achieved. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The review of the lot history record (f1616601) indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the device history record review, there is no indication that the event is related to the device manufacturing process; therefore, no corrective actions will be taken at this time. Based on the information reported, the patient got up from the bedpan unassisted against the nurse's instructions, causing the sealant to dislodge. Subsequently a hematoma developed. The mynxgrip instructions for use (IFU) state, "it is recommended that the patient follow physician orders regarding patient ambulation and discharge." Additionally, the patient brochure recommends activities to be modified for a minimum of 3 days, avoiding pushing, pulling, or straining. Should additional relevant information become available, a supplemental MDR will be filed. This is report 1 of 2; from the same user facility same lot number as MFR report #: 3004939290-2016-00276.

Event description:
It was reported that during 2 different procedures with 2 mynxgrip devices from the same lot, 2 different patients developed a hematoma larger than 6 cm in size. This report is for event 1 of 2. The mynxgrip 6f/7f vascular closure device was being used following an unspecified procedure. The device was deployed successfully and there was immediate hemostasis with no issues noted at that time. 3 hours later, the patient got up from the bedpan unassisted against the nurse's instructions. At this time, the patient felt the closure device "pop" but did not notify the nursing staff. Subsequently, before the nurses were alerted as to the situation, the hematoma formed. Manual compression was applied for greater than 30 minutes to stop the bleeding. Additional information was requested, but is not available at this time.